Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer¿s blood glucose level was running high for the last 3-4 days. The customer¿s blood glucose level was 30 mmol/l. They did not mention any form of treatment. The customer had an infection but did not know if that was what was causing their high blood glucose. It was also reported that they had a button error alarm on the insulin pump. They were advised to observe the time clock for one minute to verify if time advances. The customer verified that time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.